Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false tachycardia episodes due to intermittent oversensing and false pause episodes due to undersensing. The icm remains in use. No patient complications have been reported as a result of this event.